Event description:
It was reported that the patient presented with the skin of the device pocket appearing red, swollen and accompanied by pocket erosion. The pacemaker was explanted due to the infection. The patient remained stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.